Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon would not hold pressure and leaked contrast. A pinhole leak was suspected. No pt injuries or complications were reported.